Event description:
It was reported that (1) pph01 was used during a hemorrhoidectomy procedure. It was reported by the affiliate that the instrument did cut but not staple. It is unknown how the case was complete. No adverse patient outcome.